Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the proximal left anterior descending (lad) artery. The 3.5x15mm xience pro stent implant was successfully deployed. A vessel dissection was noted, which was treated with deployment of a 3.5x18mm xience pro stent implant to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of intimal dissection as listed in eecss, xience pro, expanded indications, coronary stent systems instructions for use (IFU) is a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.